Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis as lumbar degeneration. For which, patient underwent posterior lumber interbody fusion (plif) at levels l2-5. Intra-op, during the implantation of cage, the surgeon had to impact the cage to get it into the disc space, during which the cage broke. Another cage was used for insertion which too broke during impaction. The product came in contact with the patient. No fragment of the implant remained in the patient. No patient symptoms or complications were reported as a result of this event.